Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The reported constant air in line alarms were unable to be reproduced but were confirmed through review of the event history log. The condition was unable to be reproduced due to constant reload set alarms. Further eval found this condition to be caused by a failed upstream sensor with low fluid number readings. Low readings from the sensor would make the pump more sensitive to false air in line alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had constant air in line alarms. It was also reported there was no pt involvement.